Manufacturer narrative:
Additional information: based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained over time in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock glenoid trial has a crack in it. This was discovered during a case with no patient harm.